Event description:
Report received of "the safeset sampling port cracked when in use" that resulted in unspecified blood loss. The patient was ordered for blood gases. Rptr stated that "the facility has problems off and on with the safeset. Sometimes the facility actually had to apply manual pressure to keep the blunt cannula (for a blood sampling) in place" due to backpressure from the port. At the time of the incident, the respiratory therapist was drawing a blood sample. When the respiratory therapist punctured the sampling port with the needleless cannula, "the side port cracked". It was reported that "there was some blood loss but not a significant amount". The staff turned the system off to the pt and changed to a new transducer at once. Since then there have been no problems. The pt did not experience any adverse effects. Additional information was requested, but was not available.